Event description:
It was reported by a customer complaint that the pt was hospitalized in 2008, due to an incident of hyperglycaemia. Reportedly, on the same day, the patient did a cartridge set and site change at approx 6pm. At 6:45 she checked her blood glucose which was 8.4mmol she had dinner and bolused insulin. The pt checked her bg again at 10:45 pm on the event date, and was at 14.0 mmol. She performed a correction bolus and then went to bed. She woke up "very ill" at approx 8:00 am the next day, and tested at 27mmol. The reporter called an ambulance and transported the pt to the ER. They do not have a blood glucose that was taken upon admit. The pt was treated with IV fluids and IV. Reportedly, lab work taken later showed a blood glucose of 70 mmol. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.